Event description:
It was reported that the customer was hospitalized due to high blood glucose of 348mg/dl. It was stated that the customer was experiencing unexplained high glucose for two days. It was stated that the events leading to her admission was high ketones and vomiting. The caller stated that her glucose started to rise shortly after an outpatient surgery. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found no delivery alarms. It was stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. It was stated that the customer had received multiple no delivery alarms, but never called in, and just changed the infusion sets. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.